Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error b30 which indicates there is the communication problem between the subject device and the endoscope was displayed at the unspecified timing. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device but could not duplicate the reported phenomenon which was displayed the error b30 and the image of the subject device had no abnormality. In addition it was found that the boot of the camera cable was disconnected. After disassembled the subject device, it was also found that there were traces of dried liquid on the camera cable and ccd connector. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus (B)(4) which said the boot of the camera cable was disconnected and there were traces of dried liquid on the camera cable and ccd connector, omsc concluded there was the possibility this phenomenon was attributed to the ccd/camera cable unit failures due to water ingress from the disconnected boot part of the subject device. If additional information is received, this report will be supplemented.